Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was noted. The patient was stable. Programming changes were recommended. No further information is available.

Event description:
New information received indicates that programming changes were made.